Event description:
Patient was connected to ttvp [temporary transvenous pacing] and did not have an underlying intrinsic rhythm. At some point the pacer box turned off on its own and patient lost capture and lost pulse. Patient was transcutaneously paced and swapped with new pacer box. Old pacer box tested to see if it was a battery issue, but old pacer box turned on with no issues.